Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 51 mg/dl at the time of the incident. The customer was at 115 mg/dl at the time of the call. The customer used juice and food to treat. The customer experienced symptoms such as feeling weak. The customer was wearing the insulin pump during the incident. The customer states the pump was over delivering. The customer also gets highs of about 300 to 400 mg/dl in the afternoon and lows at night. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer is using a competitor's sensor. The insulin pump will be returned for analysis.